Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11163, 11164. It was reported, the pt had a blister on his thigh that appeared to be infected. The pt received four peripheral leads (off-label use) in this thigh and two have the same lot number. Follow up identified the pt developed a cyst over the lead incision site in the thigh. It was reported, the pt went to the emergency room on (B)(6) 2012, and the cyst was lanced. The physician opted to explant the scs system on (B)(6) 2012, and the pt was placed on oral antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.